Event description:
It was reported that the patient received an inappropriate shock due to oversensing on the right ventricular lead. The lead was reprogrammed and is still in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d364trg implantable cardioverter defibrillator (ICD), (B)(6) 2011; 407652 implantable pacing lead, (B)(6) 2011; 419688 implantable pacing lead, (B)(6) 2011. (B)(4).